Event description:
During a knee arthroscopy the md encountered bleeding, md attempted to increase the pressure setting on the arthroscopy pump. The machine would not respond. Non-scrub rn attempted to increase the set pressure. The machine would not respond. After several repeated attempts by the md & rn to increase the set pressure, without success, the md increased the flow rate of the pump. The pts upper thigh became tight (this was assessed by palpation); after the flow rate had been increased.